Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. A repeat procedure was performed using a second capsule on the same day without difficulty. There was no harm to the patient and no intervention was required. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. The plunger was hard to press. No lubricant was used to facilitate placement of the capsule and the delivery system.